Event description:
The lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found internal abrasions with externalized conductors at 27cm-28.5cm and at 29cm-30cm from the lead tip. Internal abrasion was also noted below the svc shock coil.